Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. On or about (B)(6) 2013, plaintiff contacted her physician to discuss her birth control options. On or about (B)(6) 2013, plaintiff underwent the essure procedure. Subsequent to the procedure, she began experiencing abdominal pain, dizziness, hair loss, dyspareunia and persistent increased menstrual flow. On or about (B)(6) 2016, physician told her that the essure device had migrated and that she required a surgery to remove it. On or about (B)(6) 2016, she underwent a surgery to remove the essure device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later was told that essure device had migrated. She underwent a surgery to remove the essure device. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the migration are unknown. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number (B)(4) no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later was told that essure device had migrated. She underwent a surgery to remove the essure device. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the migration are unknown. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. On or about (B)(6) 2013, plaintiff contacted her physician to discuss her birth control options. On or about (B)(6) 2013, plaintiff underwent the essure procedure. Subsequent to the procedure, she began experiencing abdominal pain, dizziness, hair loss, dyspareunia and persistent increased menstrual flow. On or about (B)(6) 2016, physician told her that the essure device had migrated and that she required a surgery to remove it. On or about (B)(6) 2016, she underwent a surgery to remove the essure device. Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information was received on 25-sep-2017 via legal complaint. On (B)(6) 2013, patient inserted essure for permanent birth control. In (B)(6) 2016, patient had a pelvic ultrasound, the results of which revealed breakage of the essure device (seriousness criteria medically significant and intervention required) and further indicated possible migration (seriousness criteria medically significant and intervention required). On an unspecified date, patient experienced abnormally severe menstrual pain, severe abdominal cramping/ lower abdominal pain, even when not menstruating, severe pelvic, lower back, hip, and uterine pain, even when not menstruating, tooth decay, tooth loss, painful teeth, metallic taste in mouth, general body aches, general malaise, mood swings, loss of libido/ inability to have sexual intercourse, insomnia, loss of appetite, bloating/ abdominal distention, migraines, severe headaches, swelling, inflammation, vaginal infections, vaginal discharge, depression, anxiety, increased urination, rashes, itching, chronic fatigue, weight gain, bladder problems and excessive bleeding (seriousness criteria medically significant). Events hair loss, abnormally heavy menstrual bleeding/prolonged and abnormal menstruation, painful intercourse, possible migration were clubbed with previously reported events. Patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, some of patient's symptoms have resolved, though she still experiences abdominal pain, excessive bleeding, hair loss, headaches, depression and other symptoms (unspecified). The outcome of events abdominal pain, excessive bleeding, hair loss, headaches, depression was not resolved and outcome of other events was unknown. Reporter causality between reported events and essure was related. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated/ possible migration"), device breakage ("breakage of the essure device"), genital haemorrhage ("excessive bleeding"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's past medical history included multi gravida, parity 2 (live births: (B)(6)2002 and (B)(6)2013), cesarean section in 2002, cesarean section on (B)(6)2013, amenorrhea, bicornuate uterus on (B)(6)2012, heartburn, tobacco use disorder (complicating pregnancy, childbirth, or the puerperium, antepartum condition or complication), nausea, vomiting, preterm premature rupture of membranes on (B)(6)2013, tobacco abuse, spinal anesthesia, vaginal itching and burning micturition. Previously administered products included for heartburn: phenergan and pepcid. Concurrent conditions included penicillin allergy (hives), asthma and obesity. Family history included diabetes (mother), emphysema (maternal grandmother), heart disease, unspecified (maternal grandmother), mental disorder nos (father) and hepatic disease (paternal aunt). Concomitant products included buspirone from 2013 to 2016, clonazepam from 2013 to 2016, duloxetine hydrochloride (cymbalta) from 2013 to 2016, ibuprofen since 2013, ondansetron (zofran) from 2013 to 2016 and trazodone since 2013. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced depression ("depression"), anxiety ("anxiety") and bipolar disorder ("bipolar disorder"). On (B)(6)2014, the patient experienced swelling ("swelling"), bladder disorder ("bladder problems/ bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and tooth disorder ("dental problems"). On 1(B)(6)2014, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6)2014, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), migraine ("migraines") and headache ("severe headaches/ headaches"). On (B)(6)2015, the patient experienced menorrhagia ("persistent increased menstrual flow/ abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections/ vaginal infection"), fatigue ("chronic fatigue/ fatigue"), weight increased ("weight gain/ weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight decreased ("weight gain/ weight gain / loss"). In april 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dizziness ("dizziness"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain, even when not menstruating/ lower abdomen pain"), pelvic pain ("severe pelvic pain, even when not menstruating/ pelvis pain"), back pain ("severe lower back pain, even when not menstruating/ back pain"), arthralgia ("severe hip pain, even when not menstruating/ hips pain"), uterine pain ("severe uterine pain, even when not menstruating/ uterus pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), pain ("general body aches"), malaise ("general malaise"), mood swings ("mood swings"), loss of libido ("loss of libido/ inability to have sexual intercourse"), insomnia ("insomnia"), decreased appetite ("loss of appetite"), abdominal distension ("bloating/ abdominal distention"), inflammation ("inflammation"), vaginal discharge ("vaginal discharge"), pollakiuria ("increased urination"), rash ("rashes"), pruritus ("itching"), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy ) and surgery (total hysterectomy and bilateral salpingectomy ). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, dizziness, dyspareunia, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, arthralgia, uterine pain, dental caries, tooth loss, toothache, dysgeusia, pain, malaise, mood swings, loss of libido, insomnia, decreased appetite, abdominal distension, migraine, swelling, inflammation, vaginal infection, vaginal discharge, anxiety, pollakiuria, rash, pruritus, fatigue, weight increased, bladder disorder, vaginal haemorrhage, bipolar disorder, urinary tract disorder, tooth disorder, weight decreased, abortion spontaneous and pregnancy with contraceptive device outcome was unknown and the genital haemorrhage, abdominal pain, alopecia, headache and depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, decreased appetite, dental caries, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, insomnia, loss of libido, malaise, menorrhagia, migraine, mood swings, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, pruritus, rash, swelling, tooth disorder, tooth loss, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Discrepancy noted, as per as per latest pfs, essure (or any part of the device) was not removed, however as per previous information from legal complaint it was reported that she had total hysterectomy and bilateral salpingectomy on (B)(6)2016. Essure did not worsened a previously existing injury/condition. Patient's injuries or symptoms claimed resulted from essure decreased or resolved following essure removal (unspecified, also essure not removed). Essure did not caused birth defects. On (B)(6)2014, patient learned that she was pregnant, outcome of pregnancy was miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On (B)(6)2013, surgical pathology reports, diagnosis-late third trimester placenta with intervillous fibrin deposition and micro calcifications three vessel umbilical cord and fetal membranes. Approximate weight at the time of essure placement 170.00 lbs. In (B)(6)2016, patient had a pelvic ultrasound, the results of which revealed breakage of the essure device and further indicated possible migration. Current weight as of (B)(6)2018: 140.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events abnormal bleeding (vaginal, menorrhagia), vaginal infection, headaches, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss, lower abdomen pain, pelvis pain, back pain, hips pain, uterus pain were clubbed with previously reported events. Events vaginal haemorrhage, bipolar disorder, urinary tract disorder, tooth disorder, weight decreased, abortion spontaneous, pregnancy with contraceptive device, device monitoring procedure not performed were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated/ possible migration"), device breakage ("breakage of the essure device"), genital haemorrhage ("excessive bleeding"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 30-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's past medical history included multi gravida, parity 2 (live births: (B)(6) 2002 and (B)(6) 2013), cesarean section in 2002, cesarean section on (B)(6) 2013, amenorrhea, bicornuate uterus on (B)(6) 2012, heartburn, tobacco use disorder (complicating pregnancy, childbirth, or the puerperium, antepartum condition or complication), nausea, vomiting, preterm premature rupture of membranes on (B)(6) 2013, tobacco abuse, spinal anesthesia, vaginal itching, burning micturition, appendectomy, brain operation, joint replacement, small intestine operation, breast operation, coronary artery bypass graft, spinal operation, tubal ligation, cholecystectomy, hernia repair, upper gastrointestinal tract endoscopy, colon operation, heart valve replacement and depression. Previously administered products included for heartburn: phenergan and pepcid. Concurrent conditions included penicillin allergy (hives), asthma and obesity. Family history included diabetes (mother), emphysema (maternal grandmother), heart disease, unspecified (maternal grandmother), mental disorder nos (father) and hepatic disease (paternal aunt). Concomitant products included buspirone from 2013 to 2016, clonazepam from 2013 to 2016, duloxetine hydrochloride (cymbalta) from 2013 to 2016, ibuprofen since 2013, ondansetron (zofran) from 2013 to 2016 and trazodone since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced depression ("depression"), anxiety ("anxiety") and bipolar disorder ("bipolar disorder"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2014, the patient experienced swelling ("swelling"), bladder disorder ("bladder problems/ bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain, even when not menstruating/ pelvis pain/pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), migraine ("migraines") and headache ("severe headaches/ headaches"). On (B)(6) 2015, the patient experienced menorrhagia ("persistent increased menstrual flow/ abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections/ vaginal infection"), fatigue ("chronic fatigue/ fatigue"), the first episode of weight fluctuation ("weight gain/ weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of weight fluctuation ("weight gain/ weight gain / loss"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/dental problems"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dizziness ("dizziness"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain, even when not menstruating/ lower abdomen pain"), back pain ("severe lower back pain, even when not menstruating/ back pain"), arthralgia ("severe hip pain, even when not menstruating/ hips pain"), uterine pain ("severe uterine pain, even when not menstruating/ uterus pain"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), pain ("general body aches"), malaise ("general malaise"), mood swings ("mood swings"), loss of libido ("loss of libido/ inability to have sexual intercourse"), insomnia ("insomnia"), decreased appetite ("loss of appetite"), abdominal distension ("bloating/ abdominal distention"), inflammation ("inflammation"), pollakiuria ("increased urination"), rash ("rashes"), pruritus ("itching"), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), nausea ("nausea") and vomiting ("vomiting"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (total hysterectomy and bilateral salpingectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, dizziness, dyspareunia, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, arthralgia, uterine pain, dental caries, tooth loss, toothache, dysgeusia, pain, malaise, mood swings, loss of libido, insomnia, decreased appetite, abdominal distension, migraine, swelling, inflammation, vaginal infection, vaginal discharge, anxiety, pollakiuria, rash, pruritus, fatigue, bladder disorder, vaginal haemorrhage, bipolar disorder, urinary tract disorder, tooth disorder, the last episode of weight fluctuation, abortion spontaneous, pregnancy with contraceptive device, nausea, gastrooesophageal reflux disease and vomiting outcome was unknown and the genital haemorrhage, abdominal pain, alopecia, headache and depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, decreased appetite, dental caries, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammation, insomnia, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, pruritus, rash, swelling, tooth disorder, tooth loss, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Discrepancy noted, as per as per latest pfs, essure (or any part of the device) was not removed, however as per previous information from legal complaint it was reported that she had total hysterectomy and bilateral salpingectomy on (B)(6) 2016. Essure did not worsened a previously existing injury/condition. Patient's injuries or symptoms claimed resulted from essure decreased or resolved following essure removal (unspecified, also essure not removed). Essure did not caused birth defects. On (B)(6) 2014, patient learned that she was pregnant, outcome of pregnancy was miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On (B)(6) 2013, surgical pathology reports, diagnosis-late third trimester placenta with intervillous fibrin deposition and micro calcifications three vessel umbilical cord and fetal membranes. Approximate weight at the time of essure placement 170.00 lbs. In (B)(6) 2016, patient had a pelvic ultrasound, the results of which revealed breakage of the essure device and further indicated possible migration. Current weight as of (B)(6) 2018: 140.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received . New events added- nausea, gerd and vomiting. Historical conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated/ possible migration"), device breakage ("breakage of the essure device"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 30-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 2 (live births: (B)(6) 2002 and (B)(6) -2013( (B)(6) 2013.-per amended pfs)), cesarean section in 2002, cesarean section on (B)(6) 2013, amenorrhea, bicornuate uterus on (B)(6) 2012, heartburn, tobacco use disorder (complicating pregnancy, childbirth, or the puerperium, antepartum condition or complication), nausea, vomiting, preterm premature rupture of membranes on (B)(6) 2013, tobacco abuse, spinal anesthesia, vaginal itching, burning micturition, appendectomy, brain operation, joint replacement, small intestine operation, breast operation, coronary artery bypass graft, spinal operation, bone operation, cholecystectomy, hernia repair, upper gastrointestinal tract endoscopy, colon operation, heart valve replacement, depression, threatened abortion, gravida ii, parity 1 ((B)(6) 2013) and eye operation. Previously administered products included for heartburn: phenergan and pepcid. Concurrent conditions included penicillin allergy (hives), asthma and obesity. Family history included diabetes (mother), emphysema (maternal grandmother), heart disease, unspecified (maternal grandmother), mental disorder nos (father) and hepatic disease (paternal aunt). Concomitant products included buspirone from 2013 to 2016, clonazepam from 2013 to 2016, duloxetine hydrochloride (cymbalta) from 2013 to 2016, ibuprofen since 2013, ondansetron (zofran) from 2013 to 2016 and trazodone since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced depression ("depression/psychological or psychiatric problems condition:depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety") and bipolar disorder ("bipolar disorder/psychological or psychiatric problems condition: bipolar disorder"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2014, the patient experienced swelling ("swelling/other injury(ies) or complication (s) please describe: swelling"), bladder disorder ("bladder problems/ bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/ dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain, even when not menstruating/ pelvis pain/pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced alopecia ("hair loss/hair loss"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)/dysmenorrhea (cramping)"), migraine ("migraines/migarine/headache") and headache ("severe headaches/ headaches/migraine/headache"). On (B)(6) 2015, the patient experienced menorrhagia ("persistent increased menstrual flow/ abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia)/heavy bleeding during period"), vaginal infection ("vaginal infections/ vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal infection"), fatigue ("chronic fatigue/ fatigue"), the first episode of weight fluctuation ("weight gain/ weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of weight fluctuation ("weight gain/ weight gain / loss"). In 2015, the patient experienced vulvovaginal pruritus ("itchiness in vagina"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/dental problems"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain, even when not menstruating/ lower abdomen pain"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), back pain ("severe lower back pain, even when not menstruating/ back pain/pain in lower back"), arthralgia ("severe hip pain, even when not menstruating/ hips pain"), uterine pain ("severe uterine pain, even when not menstruating/ uterus pain/uterus pain"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), pain ("general body aches"), malaise ("general malaise"), mood swings ("mood swings"), loss of libido ("loss of libido/ inability to have sexual intercourse"), insomnia ("insomnia"), decreased appetite ("loss of appetite"), abdominal distension ("bloating/ abdominal distention"), inflammation ("inflammation"), pollakiuria ("increased urination"), rash ("rashes"), pruritus ("itching/ red and itchy belly button"), nausea ("nausea"), constipation ("constipation"), weight increased ("weight gain/loss specify: gain") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (total hysterectomy and bilateral salpingectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, dizziness, dysmenorrhoea, arthralgia, dental caries, tooth loss, toothache, dysgeusia, pain, malaise, mood swings, loss of libido, insomnia, decreased appetite, abdominal distension, migraine, swelling, inflammation, vaginal infection, anxiety, pollakiuria, bladder disorder, bipolar disorder, urinary tract disorder, the last episode of weight fluctuation and weight increased outcome was unknown, the genital haemorrhage, abdominal pain, dyspareunia, pelvic pain, headache, vaginal discharge, depression, rash, pruritus, fatigue, vaginal haemorrhage, tooth disorder, nausea, gastrooesophageal reflux disease, vomiting, constipation and vulvovaginal pruritus had not resolved, the alopecia, back pain, uterine pain and abdominal pain upper was resolving and the menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, constipation, decreased appetite, dental caries, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammation, insomnia, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, pruritus, rash, swelling, tooth disorder, tooth loss, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pruritus, weight increased, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Discrepancy noted, as per as per latest pfs, essure (or any part of the device) was not removed, however as per previous information from legal complaint it was reported that she had total hysterectomy and bilateral salpingectomy on (B)(6) -2016. Essure did not worsened a previously existing injury/condition. Patient's injuries or symptoms claimed resulted from essure decreased or resolved following essure removal (unspecified, also essure not removed). Essure did not caused birth defects. On (B)(6) 2014, patient learned that she was pregnant, outcome of pregnancy was miscarriage. Please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: threatened abortion, bicorunate uterus, congenital abnormalities of pregnant uterus antepartum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On (B)(6) 2013, surgical pathology reports, diagnosis-late third trimester placenta with intervillous fibrin deposition and micro calcifications three vessel umbilical cord and fetal membranes. Approximate weight at the time of essure placement 170.00 lbs. In (B)(6) 2016, patient had a pelvic ultrasound, the results of which revealed breakage of the essure device and further indicated possible migration. Current weight as of (B)(6) 2018: 140.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and bipolar disorder ("bipolar disorder/psychological or psychiatric problems condition: bipolar disorder") in a 30-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device breakage "breakage of the essure device" (seriousness criteria medically significant and intervention required) in april 2016, device dislocation "essure device had migrated/ possible migration" (seriousness criteria medically significant and intervention required) on 9-jun-2016, device monitoring procedure not performed "plaintiff did not undergone essure confirmation test" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multi gravida, parity 2 (live births: (B)(6) 2002 and (B)(6) 2013 ((B)(6) 2013.-per amended pfs)), cesarean section in 2002, cesarean section on (B)(6) 2013, amenorrhea, bicornuate uterus on 9-aug-2012, heartburn, tobacco use disorder (complicating pregnancy, childbirth, or the puerperium, antepartum condition or complication), nausea, vomiting, preterm premature rupture of membranes on (B)(6) 2013, tobacco abuse, spinal anesthesia, vaginal itching, burning micturition, appendectomy, brain operation, joint replacement, small intestine operation, breast operation, coronary artery bypass graft, spinal operation, bone operation, cholecystectomy, hernia repair, upper gastrointestinal tract endoscopy, colon operation, heart valve replacement, depression, threatened abortion, gravida ii, parity 1 (B)(6) 2013) and eye operation. Previously administered products included for heartburn: phenergan and pepcid. Concurrent conditions included penicillin allergy (hives), asthma and obesity. Family history included diabetes (mother), emphysema (maternal grandmother), heart disease, unspecified (maternal grandmother), mental disorder (father) and hepatic disease (paternal aunt). Concomitant products included buspirone from 2013 to 2016, clonazepam from 2013 to 2016, duloxetine hydrochloride (cymbalta) from 2013 to 2016, ibuprofen since 2013, ondansetron (zofran) from 2013 to 2016 and trazodone since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("depression/psychological or psychiatric problems condition:depression") and anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2014, the patient experienced swelling ("swelling/other injury(ies) or complication (s) please describe: swelling"), bladder disorder ("bladder problems/ bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/ dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain, even when not menstruating/ pelvis pain/pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced alopecia ("hair loss/hair loss"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)/dysmenorrhea (cramping)"), migraine ("migraines/migarine/headache") and headache ("severe headaches/ headaches/migraine/headache"). On 1-jun-2015, the patient experienced menorrhagia ("persistent increased menstrual flow/ abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia)/heavy bleeding during period"), vaginal infection ("vaginal infections/ vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vulvovaginal pruritus, fatigue ("chronic fatigue/ fatigue"), the first episode of weight fluctuation ("weight gain/ weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of weight fluctuation ("weight gain/ weight gain / loss"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/dental problems"). In (B)(6) 2016, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain, even when not menstruating/ lower abdomen pain"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), back pain ("severe lower back pain, even when not menstruating/ back pain/pain in lower back"), arthralgia ("severe hip pain, even when not menstruating/ hips pain"), uterine pain ("severe uterine pain, even when not menstruating/ uterus pain/uterus pain"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), pain ("general body aches"), malaise ("general malaise"), mood swings ("mood swings"), loss of libido ("loss of libido/ inability to have sexual intercourse"), insomnia ("insomnia"), decreased appetite ("loss of appetite"), abdominal distension ("bloating/ abdominal distention"), inflammation ("inflammation"), pollakiuria ("increased urination"), rash ("rashes"), pruritus ("itching/ red and itchy belly button"), nausea ("nausea"), constipation ("constipation"), abdominal pain upper ("stomach pain"), post-traumatic stress disorder ("psychological or psychiatric problems condition:ptsd") and obsessive-compulsive disorder ("psychological or psychiatric problems condition: ocd"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/loss specify: gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy and total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on 9-jun-2016. At the time of the report, the genital haemorrhage, abdominal pain, dyspareunia, pelvic pain, headache, vaginal discharge, depression, rash, pruritus, fatigue, vaginal haemorrhage, tooth disorder, nausea, gastrooesophageal reflux disease, vomiting and constipation had not resolved, the pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, abdominal pain lower, dizziness, dysmenorrhoea, arthralgia, dental caries, tooth loss, toothache, dysgeusia, pain, malaise, mood swings, loss of libido, insomnia, decreased appetite, abdominal distension, migraine, swelling, inflammation, vaginal infection, anxiety, pollakiuria, bladder disorder, urinary tract disorder, the last episode of weight fluctuation, weight increased, post-traumatic stress disorder and obsessive-compulsive disorder outcome was unknown, the alopecia, back pain, uterine pain and abdominal pain upper was resolving and the menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, constipation, decreased appetite, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammation, insomnia, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pain, pelvic pain, pollakiuria, post-traumatic stress disorder, pregnancy with contraceptive device, pruritus, rash, swelling, tooth disorder, tooth loss, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight increased, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Discrepancy noted, as per as per latest pfs, essure (or any part of the device) was not removed, however as per previous information from legal complaint it was reported that she had total hysterectomy and bilateral salpingectomy on (B)(6) 2016. Essure did not worsened a previously existing injury/condition. Patient's injuries or symptoms claimed resulted from essure decreased or resolved following essure removal (unspecified, also essure not removed). Essure did not caused birth defects. On (B)(6) 2014, patient learned that she was pregnant, outcome of pregnancy was miscarriage. Please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: threatened abortion, bicorunate uterus, congenital abnormalities of pregnant uterus antepartum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On 14-feb-2013, surgical pathology reports, diagnosis-late third trimester placenta with intervillous fibrin deposition and micro calcifications three vessel umbilical cord and fetal membranes. Approximate weight at the time of essure placement 170.00 lbs. In apr-2016, patient had a pelvic ultrasound, the results of which revealed breakage of the essure device and further indicated possible migration. Current weight as of (B)(6) 2018: 140.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: plaintiff fact sheet received. Reporter information newly added. Events: psychological or psychiatric problems condition: ptsd, ocd were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated/ possible migration"), device breakage ("breakage of the essure device"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 30-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's past medical history included multi gravida, parity 2 (live births: (B)(6)2002 and (B)(6)2013(2/04/2013.-per amended pfs)), cesarean section in 2002, cesarean section on (B)(6)2013, amenorrhea, bicornuate uterus on (B)(6)2012, heartburn, tobacco use disorder (complicating pregnancy, childbirth, or the puerperium, antepartum condition or complication), nausea, vomiting, preterm premature rupture of membranes on (B)(6)2013, tobacco abuse, spinal anesthesia, vaginal itching, burning micturition, appendectomy, brain operation, joint replacement, small intestine operation, breast operation, coronary artery bypass graft, spinal operation, bone operation, cholecystectomy, hernia repair, upper gastrointestinal tract endoscopy, colon operation, heart valve replacement, depression, threatened abortion, gravida ii, parity 1 (02/04/2013) and eye operation. Previously administered products included for heartburn: phenergan and pepcid. Concurrent conditions included penicillin allergy (hives), asthma and obesity. Family history included diabetes (mother), emphysema (maternal grandmother), heart disease, unspecified (maternal grandmother), mental disorder nos (father) and hepatic disease (paternal aunt). Concomitant products included buspirone from (B)(6) to (B)(6) , clonazepam from (B)(6) to (B)(6) , duloxetine hydrochloride (cymbalta) from (B)(6) to (B)(6) , ibuprofen since (B)(6) , ondansetron (zofran) from (B)(6) to (B)(6) and trazodone since (B)(6) . On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced depression ("depression"), anxiety ("anxiety") and bipolar disorder ("bipolar disorder"). In (B)(6)2013, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2014, the patient experienced swelling ("swelling"), bladder disorder ("bladder problems/ bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and tooth disorder ("dental problems"). On (B)(6)2014, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced pelvic pain ("severe pelvic pain, even when not menstruating/ pelvis pain/pain") and vaginal discharge ("vaginal discharge"). On (B)(6)2014, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), migraine ("migraines") and headache ("severe headaches/ headaches"). On (B)(6)2015, the patient experienced menorrhagia ("persistent increased menstrual flow/ abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections/ vaginal infection"), fatigue ("chronic fatigue/ fatigue"), the first episode of weight fluctuation ("weight gain/ weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of weight fluctuation ("weight gain/ weight gain / loss"). In (B)(6), the patient experienced vulvovaginal pruritus ("itchiness in vagina"). In (B)(6)2015, the patient experienced dental caries ("tooth decay/dental problems"). In (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vomiting ("vomiting"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain, even when not menstruating/ lower abdomen pain"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), back pain ("severe lower back pain, even when not menstruating/ back pain"), arthralgia ("severe hip pain, even when not menstruating/ hips pain"), uterine pain ("severe uterine pain, even when not menstruating/ uterus pain"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), pain ("general body aches"), malaise ("general malaise"), mood swings ("mood swings"), loss of libido ("loss of libido/ inability to have sexual intercourse"), insomnia ("insomnia"), decreased appetite ("loss of appetite"), abdominal distension ("bloating/ abdominal distention"), inflammation ("inflammation"), pollakiuria ("increased urination"), rash ("rashes"), pruritus ("itching/ red and itchy belly button"), nausea ("nausea") and constipation ("constipation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016).essure was removed on(B)(6)2016. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, dizziness, dysmenorrhoea, arthralgia, uterine pain, dental caries, tooth loss, toothache, dysgeusia, pain, malaise, mood swings, loss of libido, insomnia, decreased appetite, abdominal distension, migraine, swelling, inflammation, vaginal infection, anxiety, pollakiuria, bladder disorder, bipolar disorder, urinary tract disorder and the last episode of weight fluctuation outcome was unknown and the genital haemorrhage, abdominal pain, alopecia, dyspareunia, menorrhagia, pelvic pain, back pain, headache, vaginal discharge, depression, rash, pruritus, fatigue, vaginal haemorrhage, tooth disorder, nausea, gastrooesophageal reflux disease, vomiting, constipation and vulvovaginal pruritus had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, constipation, decreased appetite, dental caries, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammation, insomnia, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, pruritus, rash, swelling, tooth disorder, tooth loss, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pruritus, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Discrepancy noted, as per as per latest pfs, essure (or any part of the device) was not removed, however as per previous information from legal complaint it was reported that she had total hysterectomy and bilateral salpingectomy on (B)(6)2016. Essure did not worsened a previously existing injury/condition. Patient's injuries or symptoms claimed resulted from essure decreased or resolved following essure removal (unspecified, also essure not removed). Essure did not caused birth defects. On (B)(6)2014, patient learned that she was pregnant, outcome of pregnancy was miscarriage. Please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: threatened abortion, bicorunate uterus, congenital abnormalities of pregnant uterus antepartum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On (B)(6)2013, surgical pathology reports, diagnosis-late third trimester placenta with intervillous fibrin deposition and micro calcifications three vessel umbilical cord and fetal membranes. Approximate weight at the time of essure placement 170.00 lbs. In (B)(6)2016, patient had a pelvic ultrasound, the results of which revealed breakage of the essure device and further indicated possible migration. Current weight as of (B)(6)2018: 140.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: events- "constipation , itchiness in vagina", reporter, historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated/ possible migration"), device breakage ("breakage of the essure device"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 30-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's past medical history included multi gravida, parity 2 (live births: (B)(6) 2002 and (B)(6) 2013 ((B)(6) 2013.-per amended pfs)), cesarean section in 2002, cesarean section on (B)(6) 2013, amenorrhea, bicornuate uterus on (B)(6) 2012, heartburn, tobacco use disorder (complicating pregnancy, childbirth, or the puerperium, antepartum condition or complication), nausea, vomiting, preterm premature rupture of membranes on (B)(6) 2013, tobacco abuse, spinal anesthesia, vaginal itching, burning micturition, appendectomy, brain operation, joint replacement, small intestine operation, breast operation, coronary artery bypass graft, spinal operation, bone operation, cholecystectomy, hernia repair, upper gastrointestinal tract endoscopy, colon operation, heart valve replacement, depression, threatened abortion, gravida ii, parity 1 ((B)(6) 2013) and eye operation. Previously administered products included for heartburn: phenergan and pepcid. Concurrent conditions included penicillin allergy (hives), asthma and obesity. Family history included diabetes (mother), emphysema (maternal grandmother), heart disease, unspecified (maternal grandmother), mental disorder nos (father) and hepatic disease (paternal aunt). Concomitant products included buspirone from 2013 to 2016, clonazepam from 2013 to 2016, duloxetine hydrochloride (cymbalta) from 2013 to 2016, ibuprofen since 2013, ondansetron (zofran) from 2013 to 2016 and trazodone since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced depression ("depression/psychological or psychiatric problems condition:depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety") and bipolar disorder ("bipolar disorder/psychological or psychiatric problems condition: bipolar disorder"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2014, the patient experienced swelling ("swelling/other injury(ies) or complication (s) please describe: swelling"), bladder disorder ("bladder problems/ bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/ dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain, even when not menstruating/ pelvis pain/pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced alopecia ("hair loss/hair loss"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)/dysmenorrhea (cramping)"), migraine ("migraines/migarine/headache") and headache ("severe headaches/ headaches/migraine/headache"). On (B)(6) 2015, the patient experienced menorrhagia ("persistent increased menstrual flow/ abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia)/heavy bleeding during period"), vaginal infection ("vaginal infections/ vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal infection"), fatigue ("chronic fatigue/ fatigue"), the first episode of weight fluctuation ("weight gain/ weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of weight fluctuation ("weight gain/ weight gain / loss"). In 2015, the patient experienced vulvovaginal pruritus ("itchiness in vagina"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/dental problems"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain, even when not menstruating/ lower abdomen pain"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), back pain ("severe lower back pain, even when not menstruating/ back pain/pain in lower back"), arthralgia ("severe hip pain, even when not menstruating/ hips pain"), uterine pain ("severe uterine pain, even when not menstruating/ uterus pain/uterus pain"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), pain ("general body aches"), malaise ("general malaise"), mood swings ("mood swings"), loss of libido ("loss of libido/ inability to have sexual intercourse"), insomnia ("insomnia"), decreased appetite ("loss of appetite"), abdominal distension ("bloating/ abdominal distention"), inflammation ("inflammation"), pollakiuria ("increased urination"), rash ("rashes"), pruritus ("itching/ red and itchy belly button"), nausea ("nausea"), constipation ("constipation"), weight increased ("weight gain/loss specify: gain") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (total hysterectomy and bilateral salpingectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, dizziness, dysmenorrhoea, arthralgia, dental caries, tooth loss, toothache, dysgeusia, pain, malaise, mood swings, loss of libido, insomnia, decreased appetite, abdominal distension, migraine, swelling, inflammation, vaginal infection, anxiety, pollakiuria, bladder disorder, bipolar disorder, urinary tract disorder, the last episode of weight fluctuation and weight increased outcome was unknown, the genital haemorrhage, abdominal pain, dyspareunia, pelvic pain, headache, vaginal discharge, depression, rash, pruritus, fatigue, vaginal haemorrhage, tooth disorder, nausea, gastrooesophageal reflux disease, vomiting, constipation and vulvovaginal pruritus had not resolved, the alopecia, back pain, uterine pain and abdominal pain upper was resolving and the menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, constipation, decreased appetite, dental caries, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammation, insomnia, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, pruritus, rash, swelling, tooth disorder, tooth loss, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pruritus, weight increased, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Discrepancy noted, as per as per latest pfs, essure (or any part of the device) was not removed, however as per previous information from legal complaint it was reported that she had total hysterectomy and bilateral salpingectomy on (B)(6) 2016. Essure did not worsened a previously existing injury/condition. Patient's injuries or symptoms claimed resulted from essure decreased or resolved following essure removal (unspecified, also essure not removed). Essure did not caused birth defects. On (B)(6) 2014, patient learned that she was pregnant, outcome of pregnancy was miscarriage. Please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: threatened abortion, bicorunate uterus, congenital abnormalities of pregnant uterus antepartum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On (B)(6) 2013, surgical pathology reports, diagnosis-late third trimester placenta with intervillous fibrin deposition and micro calcifications three vessel umbilical cord and fetal membranes. Approximate weight at the time of essure placement 170.00 lbs. In (B)(6) 2016, patient had a pelvic ultrasound, the results of which revealed breakage of the essure device and further indicated possible migration. Current weight as of (B)(6) 2018: 140.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. Stomach pain, weight gain and did not perform essure confirmation test were added as events. Outcome of alopecia, menorrhagia, stomach pain, back pain, uterus pain were updated. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.